Event description:
It was reported that the patient presented to the emergency department with complaints of chest discomfort described as a burning sensation. It was discovered that the patient's right ventricular (rv) lead had dislodged, resulting in a high capture threshold, low pacing impedance, and low defibrillation impedance. The patient's rv lead was revised, and the patient remained stable.